Manufacturer narrative:
(B)(4) if additional information becomes available a follow up emdr will be submitted.

Event description:
The nose of the safety valve is broken. The valve cap now is fixed by tape (leukoplast). Neither patient injury nor medical intervention has been reported. No surgical intervention only changing of the valve that was taken from a new set.

Manufacturer narrative:
(B)(4). Additional information: lot # not available, original implant date (B)(6) 2014, alcohol pads are used to disinfect. Healthcare provider is performing daily peritoneal procedure, it might be possible the nose was bent prior to breaking off.